Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric bypass (roux en-y) procedure, the device had a poor staple formation after firing, resulting to dehiscence and incomplete staple line centrally. They then used clips to fix the staple line and manually suture the tissue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three photos of staple formation issues and staple line incomplete. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A definitive root cause could not be determined with regard to the reported conditions. If information is provided in the future, a supplemental report will be issued.